Event description:
It was reported that the customer experienced recurring cartridge alarms with their tandem mobi pump. There was no adverse impact to the customer's blood glucose level from these events. The customer attempted to resolve the issue by reloading the same cartridge and following troubleshooting procedures, but alarms persisted. As a resolution, tandem technical support recommended replacing the pump due to the confirmed issues, and a replacement pump was arranged for the customer.